Manufacturer narrative:
On 17 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem revision after 2 years in a cementless dm tha on a young woman. Only one x-ray view was supplied; tha partial information that can be gathered from it shows a possible beginning of osteolytic reaction in gruen zone 1 and generally a proximally-loose stem. It appears to be a case of early aseptic loosening; the role of osteolysis cannot be determined with the information at hand. The main reason for this failure remains unknown to date.

Manufacturer narrative:
Batch review performed on 31 july 2017. (B)(4).

Event description:
The patient came in complaining of laxity. The stem was loose. The surgeon revised the stem, head and liner. The surgeon used another company's stem and head with a medacta liner. The surgery was completed successfully. X-rays are available. Explants are not available.